Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported a few years ago they fell against their fence and "kept getting shocked" and kept hitting up against their back and dislocated l4-5 & s1. Pt stated they had fusion surgery after on l4-5 and about a month later, they fell down the stairs. Pt stated when they fell down the stairs and their internal components "kept hitting steps". Pt stated after when they tired to charge their ins it started shocking them and they were told to not use therapy and therapy has been off ever since. Pt confirmed they fell down the stairs and damaged the internal system sometime around the end of november 2019. Pt stated they now have progressive multiple sclerosis that is worsening and they need an MRI of their brain and spinal cord, but cannot have one due to the condition of their internal system. Pt stated their health care provider (hcp) wants their ins to be explanted. Patient services ( ps) reviewed information and emailed pt hcp listings. Pt also commented that they used to use therapy every day and it relieved about 70% of their symptoms. Pt commented that "they fixed their back but then they screwed up their back again and have fixed herniations" and need to have another operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt fell down a flight of steps and a corner strike of each step. Pt felt the device in their back hit the step and heard/felt a cracking noise. Pt tried to charge the device and it kept shocking them. To resolve the shocking damaged internal components, pt had the device removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.